Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following treatment with the venaseal closure system, a patient was identified as having a probable glue extension consistent with ehit kabnick class 2, with propagation approximately 1 cm into the common femoral vein and occupying about 11% of the common femoral vein lumen. The event was reported in the left great saphenous vein. Multiple ultrasound examinations were performed and showed no change in the thrombus or glue over an approximately 6-week period. Medical intervention was provided with prescription plavix for approximately 6 weeks. The patient was reported to be asymptomatic and alive with no injury, and the thrombus or glue was reported to still be present. The clinic did not confirm the complication until the 6 week follow up. At that time the glue was stable, and the patient was asymptomatic, so they were not doing any follow up. The patient is not receiving further treatment, issue is still present but stable. Clinician is not tracking it anymore.